Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 243 mg/dl (system 1) and 146 mg/dl, 149 mg/dl, 110 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.